Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with a clip loaded in the jaws and a video from the procedure was provided as well. Upon inspection of the unit, engineering removed the loaded clip from the jaws, and the remaining clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and it was found that an internal mechanism was detached; however, this damage was unrelated to the customer's experience. The video showed proper clip closure when applied to the patient. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Cholecystectomy - "sales representative observed at least 2 clips fell inside the abdomen of the patient during surgery. Surgeon placed the clips correctly (plastic against plastic). Sales rep can provide a video under request." Patient status: ok.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.